Event description:
During a pci procedure, the hub on the sds was noted leaking air. Upon inspection a cracked was noted at the hub section. Additionally the (sds) stent delivery system did not cross the target lesion. The sds was removed from the target vessel, then the lesion was pre-dilated. After the dilation, the sds was insert and deployed at the lesion.